Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no known consequences or impact to the patient; bent, haptic. Evaluation results: visual inspection of the returned lens showed a haptic was bent and a clear surgical residue on the lens. (B)(4).

Event description:
The customer reported the haptic of the aq2010v silicone three piece lens bent as it was inserted into the eye. The lens was removed and another same model/diopter lens was implanted with no problem or patient injury. The reporter stated the event was due to a tech loading error.